Event description:
Customer reported a motor error alarm. Customer's blood glucose was 307 mg/dl. The customer stated he was having battery issues and had to have the battery cap replaced prior to the alarm occuring. He also stated he was unable to rewind the insulin pump. The customer also reported a blank display. Customer was advised of the causes of a blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within a specified range. No blank display was noted. The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a loop for the motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.